Event description:
It was reported that the portion of the bur shaft that was in contact with the inferior sill of the nostril overheated and caused a superficial burn that extended onto the facial skin immediately below the nostril. One of the burs was a 15 degree [bur]; the other was a 70 degree [bur]. One incident was at (B)(6) [(B)(6)] and the other at the (B)(6) [(B)(6)]." This is the first of two separate mdrs being filed.

Manufacturer narrative:
(B)(4) (bur), is being used as product family representative, due to the fact that there has been no information provided on the product number for the 15 degree bur. The available information is unclear with which bur caused the superficial burn either singularly or in combination. Both burs are therefore represented. (B)(6) 2011 is the event date. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. Neither the device in question, applicable imaging films, nor medical records was returned to the manufacturer for evaluation. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The report is inconclusive as to the cause of the reported product problem. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore is likely to cause or contribute serious injury if this event were to recur. Without information to reasonably suggest a serious injury or medical intervention was required to preclude serious injury, we are filing this report as a product problem. Burs are interchangeable drill bits and burs intended for use with otologic drill handpieces. Burs are supplied in a variety of materials for improved cutting performance including: stainless steel with titanium nitride coating, carbide and stainless steel, tool-steel, carbide, and stainless steel with diamond studded heads. The disposable burs related to this particular event are a high speed 70 degree diamond bur and a 15 degree diamond bur. Burs are indicated for use in incising or removing bone and tissue during general otorhinolaryngology, head and neck, or otoneurological surgery. Sinus indications include septoplasty, removal of septal spurs, polypectomy, antrostomy, ethmoidectomy/sphenoethmoidectomy, frontal sinus trephination and irrigation, frontal sinus drill out, endoscopic dcr, transsphenoidal procedures, maxillary sinus polypectomy, circumferential maxillary antrostomy, choanal atresia, sphenoidectomy, and medial, lateral, and posterior frontal sinusotomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.